Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage. The following information was provided by the initial reporter: during preparation of hycamtin using p14j, leakage occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-sep-2022 . H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector and the needle of the protector penetrated the rubber stopper properly, however, a leak between the protector and vial was observed. Dimensional testing was performed on the vial and found the height of the vial cap was 5.85mm, which is below the recommended height. As a result, this creates a gap between the connection, creating the leak that was observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample investigation, the root cause of this incident is related to the incorrect vial size for the protector that was used, measuring smaller than specification.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage. The following information was provided by the initial reporter: during preparation of hycamtin using p14j, leakage occurred.